Event description:
It was reported, while screwing in a 5.0 locking screw the tip of the screwdriver bit broke. No pieces remained in the patient. Used a backup screwdriver of the same item number.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.